Event description:
It was reported that during a da vinci s surgical procedure the prograsp forceps instrument cable was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed. The pitch down cable was loose and frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. Engineering also observed that the pitch cable was derailed. Engineering removed the housing and found one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. The evidence was inconclusive, but the derailment may have contributed to the fraying at the wrist. Engineering also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .075 - .120 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely to due mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.